Event description:
The initial attorney report alleged mesh "pulled loose from the left side resulting in multiple tears in the fascia," pain and mesh explant. The following is based on the medical records provided by the patient's attorney: (B)(6) 2002 - implant of composix kugel mesh for incisional hernia repair. (B)(6) 2002 - excision of composix kugel mesh and repair of recurrent incisional hernia with composix kugel mesh. The excised composix kugel mesh was noted to have pulled loose with tears in the fascia from stitches. Also noted was that the patient had very poor fascia from the xiphoid to the umbilicus and a small area caudad to this. This area was dissected free to allow placement of new mesh. (B)(6) 2003 - repair of left inguinal hernia with an unidentified "marlex" mesh. (B)(6) 2006 - sigmoid colectomy for recurrent diverticulitis. Reportedly, the composix kugel mesh was dissected free and retracted cephalad. The minimal adhesions were taken down. The wound was closed with running sutures incorporating the composix kugel mesh. (B)(6) 2007 - repair of rlq incisional hernia with composix kugel mesh. Reportedly, previously placed mesh was visualized during this procedure.

Manufacturer narrative:
Initially, one event was previously reported by the patients' attorney. However, review of the medical records showed there to be additional implants. Based on the information available at this time, no definitive conclusions can be made. The patient has co-morbidies of smoking, (B)(6), diverticulitis, and coronary artery disease. There is no indication in the medical records that a device failure occurred. It appears that the composix kugel mesh was encountered during a sigmoid colectomy for recurrent diverticulitis. And during the procedure some minimal adhesions were lysed from the mesh the operative report does not specify if the adhesions were from normal ingrowth or if the mesh was adhered to the colon. Adhesions, is a known possible adverse reaction listed in the IFU. A general DHR review was performed including manufacturing steps, scrap and inspection results. No manufacturing issues were identified during the review. Additionally, the mesh remains implanted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2007-00716 for information related to the composix kugel mesh implanted on (B)(6) 2002.